Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during an alif synfix at l3-l5 procedure, the screw in the middle of the vertebral body spreader became loose as the surgeon was going to distract the vertebral body. The scrub tech then tightened up the spreader. The pin at the end of the handle on the ratchet mechanism broke off. Surgeon used another vertebral body spreader. During final tightening of the screw with the tapered u-joint driver became bent at the interface. Surgeon over-tightened. Surgeon used another screwdriver to complete the procedure with no further problems. There was no adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the pivot screw that holds the locking mechanism to the handle is missing, so the locking mechanism is loose and will no longer hold the arms in a set position. The threaded hole that the screw was in has signs that a spot weld was performed at the top of it and was broken. The threads on that hole appear intact and in good condition. There are wear marks on the teeth of the locking mechanism that indicate that the instrument has been successfully used in the field with the pin in place. The screw in the center of the instrument connecting the two arms is also loosened. The limited amount of information in the complaint description and the screw not being returned for evaluation makes it difficult to determine the exact failure mode in this case. The complaint is deemed indeterminate from a design and a manufacturing standpoint.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.